Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the leads and fracture of an anchor [related manufacturer reference number: 3006705815-2026-00424 and 1627487-2026-00301] additionally, it was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.